Manufacturer narrative:
(B)(4). Date sent: 10/11/2024. Investigation summary: as the sample was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Date sent 9/26/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was the damage caused by the simple act of clamping and unclamping on tissue?=>yes. Was the pve35a used on the intestine?=>the product was used in the colon. Is that a usual practice of the surgeon?=>unknown. Was this the first attempt to fire the device in the case?=>yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during open pediatric surgery, when the colon was attempted to be cut with the echelon7, it could not be fired. The nurse said that she could not hear the motor sound, or other any noise. Because the grasped intestine was damaged, an additional procedure was performed with hand stitches. It was a case of a 1300g neonate. The device was used on a colon. There were no adverse consequences to the patient. No further information is available.